Manufacturer narrative:
All controls were within laboratory specification prior to the event. The customer did not perform quality control (qc) or any other verification runs after the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found an air leak in the hgb syringe. The fse replaced the syringe block. The fse verified the instrument reproducibility and several samples without issue. While on-site, the fse adjusted the flowcell to refine the differential results. To date, the instrument is operational with no further issues. Failure mode of the erroneous high hgb result is related to an air leak in the hgb syringe.

Event description:
A customer contacted beckman coulter (bec) reporting high hemoglobin (hgb) results on one (1) patient run on the coulter act 5 diff cap piercer (cp) analyzer. Review of the data submitted by the customer indicated that the patient sample recovered low white blood cell (wbc) and platelet (plt) results with an instrument generated flag for the wbc results and high red blood count (rbc), hgb, and hematocrit (hct) results without instrument generated flags compared to sample reruns and a redraw on the same instrument with correlated results which the customer considered correct. The erroneous results were reported out of the laboratory. The initial hgb result was questioned by the doctor because the patient just came out of surgery and the doctor expected lower hgb results than reported. The results provided by the customer are shown in the attachment section of this report. There was no death, injury or change to patient treatment as a result of this event.